Event description:
The technician alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail is missing the latch ratchet rivets. The technician replaced the side rail latch ratchet rivets to resolve the issue.